Manufacturer narrative:
The exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an orise proknife was used on (B)(6) 2021. During the procedure, the electrode tip detached. The procedure was completed with another orise proknife device. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. Block d4 and h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: medical device problem code a0501 captures the reportable event of electrode detachment. Block h10: investigation results: the returned orise proknife was analyzed, a visual evaluation was performed and noted that the electrode had detached from the device and was not returned. No other issues were noted. The reported complaint was confirmed. Based on all available information and the condition of the returned device, it is likely that procedural factors, such as handling techniques and tissue composition, resulted in an electrode detachment. The investigation concluded the most probable cause is adverse event related to procedure. A manufacturing batch record review was unable to be performed as the lot number is unknown. However, a ship history review was performed to identify the most probable lots, and a device history record (DHR) review on the most probable lots did not identify any deviations within manufacturing/service processes that could have contributed to the event. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. Block h11: correction: b5 event description (event date).

Event description:
It was reported to boston scientific corporation that an orise proknife was used on an unknown date. During the procedure, the knife tip came off. The procedure was completed with another orise proknife device. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.